Event description:
Customer reported that when she removed the reservoir from the insulin pump, she noticed that the reservoir had leaked past both of the o-rings. No further info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.